Event description:
A case report was published in the journal of cataract and refractive surgery. Bausch + lomb became aware of this case report through global literature search on (B)(6) 2011. A (B)(6) woman with diabetic retinopathy and chronic myelogenous leukemia had phacoemulsification cataract removal and hydrophilic acrylic intraocular lens (iol) (akreos mi-60) implantation in both eyes, (left eye on (B)(6) 2011, right eye on (B)(6) 2011). This report is for the right eye. One month after surgery, significant iol opacity and severe cystoid macular edema were observed in both eyes. After bilateral intravitreal injection of bevacizumab (avastin) to control macular edema, central clearing of the iol opacity was observed in both eyes. Two months after the injection, the iol opacity had almost disappeared from both eyes. Ref MDR # 1119279-2011-00252 for the left eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.